Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was unable to power on and showing black screen, user tried on different power outlet but failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and shown that the screen was black. A field service engineer (fse) discovered that a full height drawer in the auxiliary cabinet was preventing the station from powering on. No lights were present on the drawer or pyxis bus controllers. Disconnecting the drawer allowed the station to boot. Replaced both controllers, rebooted, reconfigured storage, and tested in diagnostic mode. The system functioned as intended after the field service engineer repaired the device.